Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. It was reported that the hcp stated that the patient was in the emergency room (ER) with what they believed was baclofen withdrawal. The hcp stated that the patient was having more rigidity in the legs. The hcp would like assistance from the local medtronic representative. Additional information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 1000 mcg/ml via 206.6 mcg/day via an implantable pump for intractable spasticity. It was further reported that the patient had symptom return, increased spasticity and increased pain in lower extremities. There were no contributing factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the pump interrogated, no alarms or logs indicating any issues or motor stalls. The pump reservoir was emptied and returned with no dosing changes. Actions/interventions taken to resolve the issue included a catheter dye study was proposed. The decision was made to transfer the patient where the pump and catheter were implanted for further evaluation of the pump and catheter patency. The issue was not resolved with patient's status being "alive-no injury". It was noted that no surgical intervention occurred and was planned, but not yet scheduled. The patient's weight and medical history were asked, but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-mar-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.